Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The clinical investigator reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 400 mg/dl,458 mg/dl. Customer was not feeling well but did not experience any symptoms such as a result of high blood glucose. Customer was changing the infusion set and blood glucose was normal with 161 mg/dl. The device will not be returned for analysis.